Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a service required alarm condition, and the oxygen blending module needs to be replaced to address the issue. A corrected statement in regards the issue. The device failed a test step during testing and the oxygen blending module needs to be replaced to address the issue. The coding was also changed to reflect a test step failure.

Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was evaluated by the field service engineer onsite and the device's oxygen blending module was found to be malfunctioning. The device's oxygen blending module will be replaced to address the issue.